Manufacturer narrative:
Investigation summary: customer reporting epicenter (444165/(B)(6)) reporting an error 1009 and specimen accession was wrongly tagged to another patient ID and name (patient a's accession to patient b). Discovered that the customer lis was sending messages in an incorrect astm format. Reached out to the lis vendor and the issue was resolved. This is not a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of august. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using nuc 4 os img iot10/epi 4.0, there was misassociation of an unspecified number of samples. After epicenter encountered error 1009, specimen accession numbers were wrongly tagged to the incorrect patient ID and name. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that while using nuc 4 os img iot10/epi 4.0, there was mis-association of an unspecified number of samples. After epicenter encountered error 1009, specimen accession numbers were wrongly tagged to the incorrect patient ID and name. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.